Manufacturer narrative:
E1 phone number (B)(6). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (the root cause of the event was the safari guidewire which caused the laceration at the apex) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 29mm sapien 3 in mitral position by venous transfemoral approach within a surgical degenerated bioprosthesis. The procedure went without complications, the valve was correctly deployed, and the delivery system retrieved smoothly. However, immediate echo assessment reveled an abnormal flow pattern, leading to the identification of a pericardial laceration with significant bleeding. Cardiac surgeon assessed the situation and determined that no surgical intervention was feasible given patient's inoperable status. To control the bleeding, the team proceed with a percutaneous closure using a 1.8cm vascular occluder. It failed since the device passed through the laceration. A second 2.6cm vascular occluder was used apparently achieving homeostasis. However, five minutes later echo releveled the occluder had dislodged and was freely mobile within the pericardial space. With no other viable interventional options, the decision was made to withdraw active therapeutic measures. Patient remained with 10mg/h of norepinefrine for hemodynamic support and was transferred to the ICU with an extremely poor prognosis. As per medical opinion, the root cause of the event was the safari guidewire which caused the laceration at the apex. Although septal passage appeared uneventful and the pericardium was notably thick, the team concluded that the wire likely exerted excessive force at the apex, leading to the injury. They acknowledged that this type of complication remains difficult to anticipate and manage.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b2, b5, g3, g6, h1, h2, h6 health effect - impact code have been updated.

Event description:
Additional information received: the patient passed away in the recovery room.